Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary planned treatment. The procedure was delayed for one hour and it was completed by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to perform fluoroscopy. Review of the logfile shows fd-controller: ioboard uart parity error confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the voltage was unstable and it had dropped in the unit that supplies power to the fpd (detector). Fse confirmed the relay for the fpd power supply in the m cabinet was not operating. To resolve the issue fse replaced the power supply flat detector (ps fd) unit. The defective part was sent for analysis, for fd controller failure was observed and the failed component was found to be faulty capacitors. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.